Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennet customer support engineer (cse) inspected the device and could not duplicate the reported failure. The cse replaced psol valve the unit passed extended self testing.

Manufacturer narrative:
See scanned page.